Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the housing of the battery handpiece/modular device was broken and cracked/damaged. It was determined that the bearing was worn, the device failed the lid leak tightness test and the component was damaged. It was observed that the device had an unintended activation/motion and a sticky trigger. It was further determined that the device failed pretest for general condition, leakage test using bubble emission technique, check roundness of housing, check falling out protection (steel ring), check for unintended motion, check for sticky trigger and check fitting of the lids. It was noted in the service order that the device was not working because it fell and a part of it was broken. It was reported that the event occurred during post-surgery. It was further reported that a spare device was used to complete the procedure. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.